Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure in a patient with a tortuous calcified aorta, while advancing the commander delivery system into and around the aortic arch, the team encountered some tortuosity and difficulty advancing and flexing. The valve was able to be deployed without difficulty. There was no damage noted on the delivery system after removal from the patient. Post aortic angiogram revealed a type b aortic dissection distal to the aortic arch. An aortic stent graft was deployed without difficulty. There were no hemodynamic changes noted while the aorta was being repaired. The patient was transferred to the ICU post procedure for closer observation.

Manufacturer narrative:
Updated section h6 type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaints for difficulty tracking system through anatomy and articulation difficulty were unable to be confirmed as the complaint unit was not returned for evaluation and no relevant procedural imagery was provided. Available information suggests patient factors (tortuosity, calcification) likely contributed to the events as it was reported there was tortuous and calcified aorta in the patient anatomy. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.